Manufacturer narrative:
Device evaluation: lens was returned dry, in a steripack and there was clear surgical residue/debris on product. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specification. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.5/+1.0/013 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to excessive vault. The surgeon notes addition of new pi (surgical). Attempts to obtain additional information have not been successful.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vtimo13.2 implantable collamer lens -12.5/+1.0/013 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to excessive vault. The surgeon notes addition of new pi (surgical). The last patient status showed corneal edema and ischemic iris. (B)(4)